Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced through a guide catheter and over a guide wire for dilation. However upon doing so, the shaft broke into two pieces inside the guide catheter. Both pieces were successfully removed and the procedure was completed with another balloon catheter. No patient complications were reported and the patient's status was fine.